Event description:
Complainant unable to provide date and time of event, but the event is alleged to have occurred at the pt's home. The pt's husband reported to the complainant that his wife used the cane to get up from a seated position, and then fell. It is alleged that she was hospitalized with a broken left hip.